Event description:
Customer, dr. (B)(6), complained of little or no blood flow from arterial vascular graft after implantation. Blood vessel, arterio-venous graft, left, removal. Extensive suppuration and necrosis of large muscular vessel. There are four portions of tan focally red, vascular graft with small amount of attached yellow gray necrotic appearing tissue which range from 4.7 x 1.0 cm to 11.5 x 1.0 cm. The lumens are filled with tan necrotic appearing tissue. It was replaced one day after implantation with another graft. It is believed that the replacement graft was eptfe. Phoenix baptist hospital. The vascular graft in question was returned (in sections) in hospital packaging for evaluation.

Manufacturer narrative:
Review of recent complaint/MDR records do not reflect significant similar incidents of vascular graft blockage due to intimal hyperplasia or interventions due to that description. Artegraft quality management does review complaint trending for similar types of problems and issues on a periodic basis. This will continue per standard procedure. Ca as required.